Manufacturer narrative:
The customer replaced the halogen lamp and sample probe. The field service engineer adjusted the sample probe as it was in the incorrect position. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable ldh result for one patient sample with the cobas 8000 c702 module. The initial result was 162 u/l. The repeated result was 235 u/l. It is unknown if the questionable result was reported outside of the laboratory. The reagent lot number and expiration date were requested but not provided.